Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. Located off the ball tip, the first 13 primary winds exhibited compression-like damage (snaking). Using an in-house sl-10 microcatheter, the coil was introduced multiple times with no resistance encountered. The coil was returned damaged. The evidence suggests that distal interference inside the microcatheter contributed to the complaint event. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event.

Event description:
There was difficulty pushing a 3 deltapaq coils through the sl-10 straight microcatheter and the returned devices revealed coil damage. All of the coils were safely retrieved from the microcatheter. Prior to these coils, 3 coils had been deployed through the same microcatheter. There was no serious injury or required intervention as a result of the event.